Event description:
The physician intended to insert a 5f input introducer into the right femoral artery to monitor the arterial pressure. After the washing procedure, the medical team realized that the device was inserted in the femoral vein. While they were trying to pull back the device from the access site, the introducer suddenly broke 5cm from the proximal end. An attempt was made to retrieve the distal part of the introducer without success. A unilateral venography was performed which showed the device in a collateral branch of the right iliac vein. The venous blood flow was not compromised. No further patient clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: only the sheath was received with approximately 7cm of the tubing missing and not returned. The sheath tubing was received broken ap proximately 4cm from the strain relief. Closer view of the break indicates that the break occurred when the device was twisted or torqued to break. Actual inner diameter and actual outer diameter passed specifications. If information is provided in the future, a supplemental report will be issued.